Manufacturer narrative:
(B)(4).

Event description:
The patient was presented with an aneurysm in the superficial femoral artery which was intended to be treated with three gore® viabahn® endoprostheses. The medical devices were inserted through an 11fr introducer sheath from terumo and advanced over a 0.035 guidewire to the target lesion. It was reported to gore that the first two gore® viabahn® endoprostheses (pahr06152e and pahr08152e) were implanted successfully. It was stated that when device deployment of the third gore® viabahn® endoprosthesis was initiated, the endoprosthesis have been deployed successfully, but the deployment line remained on the proximal part of the endoprosthesis. Subsequently, a small cut down next to the endoprosthesis (approximately 4 cm) was performed where the physician was able to remove the deployment line from the endoprosthesis. The procedure was completed without any complications for the patient.